Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because unit powers off during use was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The 510(k)# is k073231.